Event description:
Per the independent repair center, the customer alleged problem is alarm will not function & low o2/yellow light.

Manufacturer narrative:
(B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.